Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the stylus port on the mpu (main process unit) printed circuit board assembly was loose. Analysis also found the power supply and system fan were noisy. Lower case was worn and display flex cable was damaged. (B)(4).